Manufacturer narrative:
This is a duplicate report of 1818910-2017 - 18059. This report, 1818910-2017 - 18078, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2017 - 18059. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the primary surgery, it was noted that as the ceramic acetabular liner was being put in, the liner fractured. All of the pieces were successfully removed and a new ceramic liner was inserted. This added 10 minutes to the case.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.